Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room (ER) after receiving multiple shocks during a pain procedure. It was noted that the implantable cardioverter defibrillator had not been turned off by the physician prior to the pain procedure. This led to the ICD oversensing noise caused by electromagnetic interference (emi) which led to shocks being delivered. There was no noise or emi observed in the emergency room and the noise could not be reproduced in the ER. All device parameters were normal. The patient was stable.